Event description:
It was reported that during a laparotomy liver resection procedure, the first firing went well. The second reload advanced only halfway and stopped working, resulting in a partial fire. Attempts to deangulate and retract the reload were unsuccessful, and rebooting the powered stapler made a noise but did not realign or retract the reload. The reload appeared broken at the articulation junction. The light-emitting diode (led) screen showing a yellow arrow to the right. The scrub nurse confirmed that attaching and testing the connection was performed as usual, and the surgeon was able to press the activation button and activate the device as usual. The surgeon did not check the led screen for tissue thickness. To resolve the issue, the surgeon cut around the liver to remove the stuck reload, opened a manual stapler and a new reload, and used clips and sutures as needed to complete the procedure. The nurse was unable to remove the reload from the adapter due to persistent angulation.

Manufacturer narrative:
D10 concomitant products: sigadaptstnd, sig power sigadaptstnd linear adapter, (serial number: (B)(6)) sigphandle, sig power sigphandle handle, (serial number: unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.